Event description:
It was reported that a shaft break occurred. A 2.75 x 38 synergy drug eluting stent was selected for use. However, during preparation the stent was noted to be fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by manufacturer: synergy ous mr stent delivery system (sds) was returned for analysis. The following attributes were examined: examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted.

Event description:
It was reported that a shaft break occurred. A 2.75 x 38 synergy drug eluting stent was selected for use. However, during preparation the stent was noted to be fractured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.